Event description:
It was reported that (B)(4) joules and 5 minutes into vaporization of the prostate procedure it was noted that the beam began come out the top of the fiber instead of out the side of the fiber. The fiber was replaced. Patient outcome: "good". No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that 33,000 joules and 5 minutes into vaporization of the prostate procedure it was noted that the beam began come out the top of the fiber instead of out the side of the fiber. The tip of the fiber was not cleaned during the procedure. The fiber was replaced. Patient outcome: "good". No injury reported.